Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility.

Event description:
A report was received that the pt was experiencing pain at her midline lead incision site. The physician determined that there was skin erosion at the lead incision site and was given preventative topical antibiotics. During the pt's follow-up appointment, the physician determined that the lead was protruding through the skin; the physician decided to explant the whole system. The device was working properly, and the pt was doing well after the explant procedure.